Manufacturer narrative:
The insulin pump was programmed with a test minilink transmitter and glucose sensor simulator, sensor feature worked properly, and no unexpected low alarm noted. No button error alarm noted during testing. The b button and act buttons have intermittent response due to moisture damage on keypad traces. The device had cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.